Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A home hemodialysis (hd) nurse reported to technical service a blood loss event that occurred during a patient's treatment. During the initial set-up, the patient's dialyzer became clotted. It is unknown if the patient was using heparin or not. The patient's blood was not returned and the entire circuit was discarded. The estimated blood loss (ebl) from this initial set-up was approximately 200ml. The machine was subsequently set-up with new supplies and the treatment was restarted. Shortly after restarting treatment, an alarm went off indicating there was air in the lines. (The patient was back in treatment at the time). The alarm could not be cleared and the technician supporting the call advised the nurse to restart the patient's treatment with new supplies (for a second time). Following the air detector alarm, and since there appeared to be no leaks or malfunctions, the majority of the patient's blood was returned. However, it was reported that there was red tinged saline in the venous drip chamber. Though miniscule, this information suggests there was blood loss from this second set-up. The disposable supplies from this set-up were also discarded. Ebl from the disposal of this circuit was approximately 50ml (at most). The patient was able to successfully complete treatment after restarting a second time (on the same machine). The patient's total ebl was approximately 250ml. No patient adverse effects were experienced and no medical intervention was required as a result of these reported events. The machine was reportedly functioning properly and alarmed appropriately. No machine repairs or calibrations were needed. The complaint devices were not available for evaluation as they were reportedly discarded.

Manufacturer narrative:
The reported complaint could not be confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The dialyzer clotted during the hemodialysis (hd) treatment, and follow-up was provided which revealed that the patient was not receiving anti-coagulation medication (heparin). The dialyzer instructions for use (IFU) document recommends that the patient be systemically heparanized. Per the IFU, "systemic heparinization is the administration of the prescribed loading dose of heparin into the patient's vascular access and waiting a period of 3 to 5 minutes prior to initiating the treatment. During dialysis, the dose of heparin and method of administration is the decision of the physician." Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.